Event description:
In 2008, the patient reported that for the last 3 weeks the luer lock of her insulin infusion sets has disconnected from the tip of her insulin cartridge several times. She stated it appears the luer lock is too big for the tip of the cartridge and does not properly connect to it. This has happened at least 1-2 times a week and "just moving will unscrew the tubing." The patient stated that as a result she has had elevated blood glucose readings up to "hi" on her meter. She said she did not retain the infusion sets at issue and is not currently having this issue with her new box of infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.